Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the patient parameter pcb assembly, which resolved the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed patient parameter pcb assembly and determined the cause of the reported issue was due to an electrically open fuse, designator f3.

Event description:
The customer contacted physio-control to report that the service indicator is illuminated and event codes are logged in the device's memory. There was no patient use associated with the reported issue. Upon evaluation, physio-control observed that the customer's device reset multiple times prior to completing the boot-up process. As a result, defibrillation may not be possible, if it were necessary.